Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device. Product ID 977d260, serial# (B)(4), product type: screening device. Product ID 3555-31, serial# (B)(4), product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a patient via a representative (rep) regarding a patient who was implanted with a trialing system for neurostimulation. It was reported that the patient had an infection following the trial. It was noted the patient badly fractured her scapula years ago and had severe neck, shoulder, and arm pain. The patient initially had good relief with the stimulation, but requested a meeting to discuss reprogramming or removing the leads. After attempting to reprogram for better coverage, the patient complained of lateral thoracic pain and requested to end the trial and have the leads removed. They were removed on (B)(6) 2016. A small amount of white discharge was seen after the leads were removed from the lead entry site. The hcp thoroughly cleaned the area and put a bandage over it. He also provided a prescription for bactria and instructed the patient to begin a course of antibiotics. The patient reported that after the lead pull she returned to work and was given a rocephin shot because she felt like that might prevent an infection. The patient spiked a fever and went to the emergency room on (B)(6) 2016. It was noted a contributing factor to the infection was that the patient took a shower and got some water around the bandage. She and her husband redressed the site. Information was later received through follow up that on (B)(6) 2016 that the patient was started on IV vancomycin. The patient had a small abscess near her lead entry site but with no fever or other symptoms. The patient was in the hospital with the infectious disease department treating her. No new information was received.